Manufacturer narrative:
Device was explanted and returned for analysis. An out of service date was not provided. The ICD was received for analysis on (B)(6) 2021. Upon receipt, the device interrogation revealed the battery status eos. A number of 365 charging cycles was documented. The amount of charge taken from the battery was verified and found to be normal and as expected. Subsequent electrical investigations showed a normal device functionality. The memory content of the ICD and the returned data were inspected. The inspection revealed that between (B)(6) 2020 and (B)(6) 2020, an amount of 61 charging cycles was performed by the device, several of which resulted in shock deliveries. Furthermore, all available iegms showed the presence of noise in the rv and ra channels, which led to at least 12 shocks. In conclusion, the battery condition was anticipated. There was no indication of an ICD malfunction. Based on analysis, the integrity of the lead cannot be assured.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned follow-up data. The manufacturing process for the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned picture and follow-up data have been analyzed. Upon analysis the clinical observation was confirmed, the ICD activated the battery status eri. Further inspection of the data revealed that between 10-mar-2020 and 13-mar-2020, an amount of 61 charging cycles was performed by the device, several of which resulted in shock deliveries. A total amount of 364 charging cycles was documented. Furthermore, all available iegms showed the presence of noise in the rv and ra channels, which led to at least 1 shocks. Based on the data available for analysis, no conclusions can be drawn regarding the root cause for the activation of the battery status eri. It cannot be excluded that the battery was depleted due to the large amount of charging cycles performed by the ICD. For further investigation a ram dump of the ICD or the device itself would be necessary. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular manufacturing. Should further relevant information or the device become available, this investigation will be updated.

Event description:
During follow up on (B)(6) 2020, it was noted the ICD was in eri status.